Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. The occlusion issue was addressed by changing out the cartridge. No additional assistance from a third party was necessary. Ultimately, the customer reverted to an alternate method of insulin therapy.